Manufacturer narrative:
D6a: unknown date in 2020. D10: alteon ha collared stem size: 7. Alteon cup, cluster-hole 48mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left tha. Subsequently, the patient experienced a superficial wound infection. As a result, the patient underwent debridement and irrigation of the wound 3 weeks after initial implantation. The wound was fully healed at the 1-year follow-up. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11 MDR section codes updated/corrected: b the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.